Manufacturer narrative:
This event occurred because MRI safety standards were not followed by bringing a metal pole into the mr examination room. It is stated in the instructions for use that no magnetic materials should be brought into the examination room. The safety directions in the instruction for use contain warnings on this matter. (B)(4).

Event description:
The customer reported to philips that a fireman got injured while entering the MRI room. The fireman entered the MRI room with a metal pole which was attracted to the magnet hitting the fireman's head. This fireman got a laceration on the head and was treated with stitches.